Manufacturer narrative:
Additional product code: dzj (B)(4). Device is an instrument and is not implanted/explanted.complainant part is not expected to be returned for MFR. Review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the 1.5mm drill bit broke during an unknown procedure on (B)(6) 2017. No further information was provided. This report is for one (1) 1.5mm drill bit with 8mm stop this is report 1 of 1 for (B)(4).